Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The patient contacted baxter's technical service center, regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use. The patient was not connected. The patient stated that she was trying to go through prime because she needed to do a manual drain. The patient was still using the supplies from last night. The tsr explained that the hc would not prime because whenever the hc is started over it has to be set up with new supplies. The patient stated that she was unable to set up because she could not lift the bags since they were too heavy. The tsr stated the only other option would be to do an off cycler manual drain. The patient then said thank you and ended the call. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2011, regarding the reported reuse of supplies. The pdrn stated she was aware of the issue and that the issue had since been resolved. The patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.